Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a blank display. The customer¿s blood glucose level was unknown. The customer stated the display was flashing and also reported that the screen goes grey. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan as per health care professional¿s recommendation. The customer was advised that the insulin pump needs to be replaced. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No missing segments, partial display, or display anomaly was noted. The insulin pump passed the self-test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The pump was monitored for a day. No unexpected display changing to black or white, fuzzy, turning gray, or partial display, missing segments noted during monitoring and testing. The insulin pump was received with scratched case and pillowing keypad overlay.